Event description:
It was reported that customer experienced continuous glucose monitor error and needed help starting sensor session. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through complete pump reset, error did not recur, and customer successfully started sensor session, with no further issues reported.